Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and a definitive cause for the reported gripper line break and difficult deploying the clip could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device is not returning.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper line break and difficult clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, when establishing gripper line removability, both ends of the gripper line were loose indicating a gripper line break. A decision was made to remove both gripper lines out of the cds. An additional final arm angle test was performed, and the clip was stable on both leaflets. The lock line was removed, and the physician continued with the deployment steps; however, after the actuator knob was turned and pulled, the clip did not release. Troubleshooting was performed, and the clip was deployed. One clip was implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.